Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her fasttake meter was prompting the apply sample message. The pt visited her physician's office for a regularly scheduled appointment in 2004. She was asked to test 3 times daily, instead of 2 times daily, due to an elevated result obtained on the physician's meter. Two days later, the pt purchased test strips. The meter continuously prompted the apply sample message with the new test strips. She did not experience symptoms or attempt to administer self-treatment due to the message prompt. She continued her regular insulin regimen of: 14 units nph and 10 units toronto pre-breakfast; 10 units nph and 10 units toronto pre-dinner. The technical svc rep discovered that the pt was not applying a sufficient sample size. The csr walked the pt through retesting and the meter continued to prompt the apply sample message. The pt did not have a new vial to test strips to complete troubleshooting. Therefore, it is unk if the test strips or the meter attributed to the apply sample message. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that either the meter or the test strips malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and test strips were replaced.